Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm prograsp forcep instrument was broken during surgery. There was no report of fragment falling inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. No the instrument did not collide with any other instrument or tool during the procedure. No details provided regarding what part of instrument broke. No fragment fell inside the patient. No media available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable (open) at the yaw pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the device breaking during surgery was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.